Event description:
It was reported that the stent system was being advanced over an unknown guide wire. Resistance was encountered when attempting to advance through the rhv. Upon inspection, it was noted that the tip of the catheter had come off the sds and was on the guide wire. The device was removed and not used.